Event description:
Catheter would not go back to neutral position. No patient harm occurred. Another farawave was opened and used to complete the case. Manufacturer response for ablation catheter, farapulse farwave (per site reporter).